Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm assembly was broken. He replaced the left head siderail to repair the bed.